Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing on the right ventricular channel, due to this it inappropriately recorded atrial tachy response (atr) episodes and episodes of ventricular tachycardia were observed. Which led to pacing inhibition of less than two seconds. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.